Manufacturer narrative:
Device evaluation determined the joint is soldered not welded. Offset endo femoral aimer arms now requires the joint assembly method to be laser welded. This device was made prior to the change taking effect.

Event description:
The shaft broke during the acl repair; aimer. The broken portion of the aimer was removed from the patient. A back-up was available for use to complete the repair. No patient injury or other complications were reported.